Manufacturer narrative:
D4: lot number of the device is unknown - full UDI is not available.

Event description:
It was reported that during a procedure the smoke evac pencil activated without pressing any buttons by the surgeon. The procedure was completed successfully without a significant delay; no adverse consequences or injury were reported.

Event description:
No new information.

Manufacturer narrative:
H6: the quality investigation is complete.